Event description:
It was reported during a routine office visit that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a gradual rise of high, out of range shock impedance (greater than 200 ohms). Lead integrity testing including provocative maneuvers. There was no noise, and all other measurements where within normal range. X-ray imaging revealed no anomalies. Commanded sync shocks were performed, and shock impedances were within normal range (65 ohms at 1.1j shock, and 72 ohms at 41j shock). A technical service (ts) consultant reviewed device data, and provided recommendations for additional lead testing and potential causes of high out of range shock impedance. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.